Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9, which erroneously reported an internal reference number and should have been left blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited air leakage from pressure reducing valve. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damages is cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.